Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device patient and orders were not crossing. A technical support specialist mentioned the device had epic delayed issue and checked through ext. Received message, the last message received from epic_rx was at 2023-06-13 20:24:16.0000000(current) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that all bd pyxis¿ medstation¿ es in the facility would not let any nurse pull out medications. Users were able to login but not able to access patient profile and medications. Patient and orders were not crossing over to pyxis. There were no adverse events or injuries reported based on this incident.